Event description:
Dealer states the left side motor is leaking grease, and wants both sides motor gearboxes. Dealer is stating that there are grease spots on the carpet, but end user is not worried about that.